Event description:
The customer reported to olympus, the hd autoclavable camera head image was dark. The issue was found during preparation for use at the beginning of the procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image was due to a faulty charged coupled device. The evaluation also revealed a cracked connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.